Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an in house training, the cs300 intra- aortic balloon pump (iabp) had autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse verified the failure in the logs. Then, the fse noticed that the safety disk was unsecured. So, the fse secured the safety disk and verified proper autofill function. Therefore, the fse was unable to reproduce the reported issue. Then, the fse performed a full pm, calibration, and functionality checks and passed factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.